Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacements unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was pushed back in the right position, monitored and no blank display noted. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: proceeded with the following testing to ensure proper functionality of the unit. Unit passed sleep/active current measurement test and self test. No blank display noted during testing. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 15:55:00 after more than 7 days at 25.79 days. Battery cycle 1.0 received the low battery alert (104) on (B)(6) 2025 15:46:00 after more than 7 days at 16.83 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage (faded), pillowing keypad overlay, cracked keypad overlay, scratched case and missing display window/cover. In summary, customer allegation for blank display was noted due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. However, after battery tube was back on the right position. No blank display and was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump was dropped and had a crack on battery tube side, display went blank. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for cosmetic damage allegation. Customer stated damage affecting/impacting pump functionality. Troubleshooting was performed for display issues. No damage was reported on battery cap contacts and customer was using the correct battery cap for the pump in use. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested, and customer response was the device will be returned.